Event description:
Reporter stated that pt's blood glucose was measured on the advantage system with a result of 3.7 mmol/l. Pt's blood glucose was reportedly retested, on a paramedic's meter, with a result of 1.8 mmol/l. At the time the results were obtained, pt was reportedly unconscious. Pt was treated with glucose gel. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in foreign country.